Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown device manufacture date: unknown investigation summary: photos received for evaluation, 3 ml syringe is observed with a lengthwise cracked on the barrel. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Additionally, a potential root cause could not be defined, and corrective actions are not necessary.

Event description:
It was reported that an unspecified 3ml syringe failed to contain medication during use. The following was reported by the initial reporter: "it was reported syringe barrel cracked. Verbatim: received the pictures below from a coworker. Please see screen shot of our text conversation. I unfortunately don¿t have any additional information. Syringe has a hairline fracture when drawing a sample. But said person wants to remain anonymous so that's about all info I can get you 3ml it's perfusionist I know will see if I get more details he's still in surgery so not sure if/when I'll get more info."